Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid to proximal stent regions lifted from their crimped positions and misaligned. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip and hypotube showed no signs of issues or damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29apr2021. It was reported that device could not cross lesion. The target lesion was located in a coronary artery. A 3.50 x 20 mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.